Event description:
Clinical narrative: impella cp was inserted via the right femoral artery in a 44-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was not reported. During support, multiple alarms were reported on the automated impella controller, including impella in aorta, impella flow decreased, and adjust left ventricular signal alarms. The local abiomed representative initially provided telephone troubleshooting assistance and subsequently evaluated the system in person. It was reported that the pump had been replaced and the subsequent impella cp incurred similar alarm conditions. Upon assessment by local abiomed representative, there were no active alarms noted; however, the customer reported that the alarms had persisted intermittently for approximately 30 minutes before spontaneously resolving. No imaging findings, laboratory values, or additional troubleshooting results were reported. Despite the resolution of the alarms, the physician expressed concern regarding the potential recurrence of alarm conditions overnight. As the patient was reported to be hemodynamically stable and progressing favorably, the decision was made to discontinue impella support and explant the device. The impella cp was successfully explanted without reported complication. No hemodynamic compromise, patient injury, escalation of care, or other adverse clinical consequences were reported in association with the alarm events. The patient survived to explant. Based on the available information, the impella cp exhibited device performance not as expected due to the occurrence of multiple device alarms during support. However, the alarms resolved, and there was no reported impact on patient hemodynamics or clinical outcome. The device was electively explanted due to physician concern regarding potential future alarm recurrence. There is insufficient information to establish a direct association between the reported alarm conditions and any patient harm. The patient survived to explant.

Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller.